Event description:
During cystoscopy while physician was lasering the prostate, the tip of the laser filter fell off into the field. It was retrieved in its entirely using a grasper. A second filter was opened and the case continued. Physician: dr. Waldman admitting diagnosis: benign protstatic hypertrophy.